Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his lead exhibited an intermittent pacing failure the morning after the implant procedure, which resulted in the patient experiencing bradycardia. It was determined that the lead was fixed firmly and had not dislodged. The lead was revised. It was noted that during the lead revision, there was strong resistance when removing the lead and tissue adhered to the tip of the lead. The tip of the lead was cleaned and the lead remains in use. It was further noted that the catheter used exhibited regurgitation from the hemostatic valve when water was passed through, and then when contrast medium was used. The catheter was not used. It was noted that large amount of blood adhered to the catheter. No further patient complications have been reported as a result of this event.